Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a damaged top case, cracked bottom case and right plunger case. Review of the event history log (ehl) showed a battery communication timeout," and battery not working." The device was powered up and the battery readings were checked as part of the functional test. The reported issue was duplicated as the readings were at 0. The battery was not operating as intended and as a result, the battery was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a system error. It is unknown if there was patient involvement, no adverse patient effects were reported.